Event description:
A patient reported being injected with juvéderm® voluma¿ with lidocaine. After two weeks, the patient experienced ¿severe swelling and occasional redness.¿ a few months after the patient received 1ml of stylage®. The hcp later removed the filler with hyaluronidase and then the reaction became even worse. The swelling increased, and the next day the face began to soften, losing volume. After a few more days, the swelling of the face became severe again, and after that the body began to lose fluid, and the facial tissues became very soft and elastic, with deep swelling periodically appearing on the face, as well as red swollen spots similar to allergic ones. An hcp has diagnosed asia syndrome and at the moment the patient has some abnormalities in their autoimmune tests. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.